Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient's dialysis treatment had started, a small break was seen in the central venous catheter (cvc) above the venous hub. It was mentioned that there was a crack in the luer adapter. The dialysis treatment was immediately interrupted in an interval of less than 30 seconds. The catheter was not repaired and there was no leak. The use of the product followed the instructions of the manufacturing service. When it was observed together with the doctor on call, they decided to put a titanium adapter so the patient could have the dialysis treatment until the vascular evaluation for a likely exchange. Adapter with titanium was then used instead of the venous hub. They made contact with vascular and requested referral of the patient after hemodialysis to the emergency department. There was no reported patient outcome.